Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled the cartridge using an insulin vial that had air bubbles in it. The customer noticed air bubbles coming from the cartridge and into the tubing. The customer's blood glucose level was 313 mg/dl with trace ketones and it was addressed with a manual injection. Reportedly, the customer reverted to manual injections. The contact declined troubleshooting with tandem's technical support.